Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had damage and retainer ring was missing. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. It was reported that the reservoir was unable to lock in its place. The insulin pump will not be returned for the analysis